Event description:
Per report, "member advised the cuff does not inflate. The monitor itself works but the cuff does not inflate when needed. Member replaced batteries and attempted to troubleshoot but item still is not working issuing quality for defective item."

Manufacturer narrative:
Per report, "member advised the cuff does not inflate. The monitor itself works but the cuff does not inflate when needed. Member replaced batteries and attempted to troubleshoot but item still is not working issuing quality for defective item." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.